Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted 20 oct 2011; ru58tbv lead, implanted: (B)(6) 1997. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope and bradycardia and the cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing below the lower rate. The crtp was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that patient's device to interrogate using remote monitoring mobile application that they received a message that said "flash back up reset". It was further reported that the left ventricular (lv) lead exhibited an increase in capture thresholds. The lv lead remains in use. It was noted that the crtp exhibited normal battery depletion.